Event description:
The macbick medcarts are used in the pt care area and have demonstrated potential as a fire hazard. Even though the macbick medcarts are not classified as a medical device, due to the poor design and inadequate responses from the MFR, the facility would like to alert others of the potential problems by reporting through the medwatch program. Medcarts were shipped to the facility on 1-5-98. Since that time the facility has experienced numerous problems with the medcarts including replacement of keypads, broken chargers/wiring harnesses and inoperable locking mechanisms. Incidents (this does not include the ongoing repair of the carts for problems as indicated above): on 2/25/98, incident: short circuit. Biomedical section evaluated this incident. Their findings are "based on the observations of the physical evidence." The following are the conclusions based on their observations: 1. "Based on the lack of any signs of excess current draw in the charging receptacle, plug and wire from the charger and the charger itself, it is biomedical's conclusion that the short occurred in the medcart battery compartment and not outside of it as initially thought. The apparent point of the short appears to be approximately 2-21/2 inches from the receptacle, inside the battery compartment. This raises the question as to whether or not this was a mfg defect." 2. "Staff has had a number of charging plugs and chargers damaged from the action of moving the medcarts while the chargers are still attached. Staff can find no conclusive evidence that the charger was the cause of this incident." 3. "This problem can be solved through a design change. Adding an appropriate in-line fuse to the battery will prevent this kind of meltdown from reoccurring and moving the charging receptacle to the top of the medcart with additional visual warnings would assist in reducing the damage caused by not unplugging the charger prior to moving the medcart." On 4/21/98, incident: smoke/fumes. Medication cart was plugged into electrical socket in the medication room. Smoke and fumes emitted from bottom of cart. Six employees were evaluated by employee health and returned to duty following the smoke inhalation incident. One employee was out of work for 26 calendar days and rec'd medical treatment totaling $512.09. A total cost of $2506.33 to the medical facility. On 8/5/98, incident: "smell of burning rubber". While recharging battery on the medcart, staff smelled "burning rubber." Wall/charger warm to touch. Charger shorted out. Engineering replaced broken wiring harness, keypad and charger. Frequent contact has been maintained with MFR regarding problems and poor design of the medcarts. MFR writes to facility on 10/12/98: "this letter is in response to your request for a letter from united hospital supply corp/macbick in reference to the electronic medication carts supplied to your facility. On two previous occasions, your facility evaluated the electronic carts and determined the specifications provided on the carts suited your needs. The above mentioned order was placed on 10-6-97 and shipped to your facility on 1-5-98 per the identified specifications. Instructions for use and care of the medication carts were given by your rep and myself to each floor upon receipt of the cart with the nurisng staff signing off at each period of instruction."